Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the routine check, to fix the issue replaced the front end pcb and performed a full functional and safety checks to meet factory specifications. Repair completed. Operational tests carried out with positive results.